Event description:
As reported, the 4mm 10cm saber percutaneous transluminal angioplasty (pta) balloon ruptured upon inflation. A new product was used, and the procedure was completed. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damage were noted prior to use. The device was prepped per the IFU and maintained negative pressure as expected. The intended procedure was a shunt procedure targeting a lesion with moderate calcification, no vessel tortuosity, and 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, though there was slight difficulty crossing the lesion. The catheter was positioned in an acute bend at one point but did not kink. The contrast to saline ratio used was 50:50. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 4mm 10cm saber percutaneous transluminal angioplasty (pta) balloon ruptured upon inflation. A new product was used, and the procedure was completed. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damage were noted prior to use. The device was prepped per the IFU and maintained negative pressure as expected. The intended procedure was a shunt procedure targeting a lesion with moderate calcification, no vessel tortuosity, and 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, though there was slight difficulty crossing the lesion. The catheter was positioned in an acute bend at one point but did not kink. The contrast to saline ratio used was 50:50. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82257873 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 10cm saber percutaneous transluminal angioplasty (pta) balloon ruptured upon inflation. A new product was used, and the procedure was completed. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damage were noted prior to use. The device was prepped per the IFU and maintained negative pressure as expected. The intended procedure was a shunt procedure targeting a lesion with moderate calcification, no vessel tortuosity, and 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, though there was slight difficulty crossing the lesion. The catheter was positioned in an acute bend at one point but did not kink. The contrast to saline ratio used was 50:50. The device will not be returned for evaluation.